Event description:
A healthcare professional reported a patient with button hole near the hinge area in the right eye post lasik, surgeon put the flap back and placed the bandage contact lens. Patient was doing fine post operative after day one. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record (sr) opened (B)(6) 2022. The system found to meet all cosmetic and performance standards per the service test procedure (stp). A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found ((B)(4)) and reviewed as part of this investigation. (B)(4) addresses a similar event occurring during the same procedure; thus the pr is relevant to this investigation. (B)(4) and the current complaint are under investigation simultaneously. The root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).